Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the manufacturing records identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The device was not positioned at a 45-degree angle when deploying the needles. It should be noted that the electronic perclose proglide instructions for use (eifu), states: do not deploy the perclose proglide smc device at an angle greater than 45 degrees, as this may cause a cuff miss. It is likely the IFU deviation contributed to the reported difficulties. The investigation determined the difficulties appear to be user error; however, the treatment appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that this was an arteriotomy closure of the right common femoral artery using a proglide after a procedure using a 8fr sheath. Reportedly, the device angle was lower than 45 degrees and a cuff miss [suture retrieval issue] occurred. Manual arterial compression was applied to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.